Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing breaking from the set was received from the customer. A photo was provided to aid in the investigation of this defect. Through visual inspection, the customer complaint was confirmed. The tubing was seen separated from the set. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced tubing separation. The following information was provided by the initial reporter: we received the following complaint from the nicu. They told me the broken tubing is 2432-0007 tpn tubing that was attached to a manifold. There was no patient injury reported and there was not a lot number reported for this product.